Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 103 mg/dl at the time of the incident. The customer¿s mother reported the o ring on the top of the reservoir compartment is no longer attached. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with partially broken off reservoir tube lip, cracked reservoir tube lip, missing reservoir tube o-ring, scratched casing, severely scratched lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label.